Event description:
It was reported the programmer suddenly shut down or restarted. It was noted the programmer has been in the floor one time, only small cosmetic damage. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would suddenly shut down or restart. The programmer passed functional testing and no errors were found in the logs. It was indicated that the case was damaged but not affecting the function of the programmer. If information is provided in the future, a supplemental report will be issued.